Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported issue could not be confirmed as the grippers functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and in the absence of a confirmed failure mode, conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design,or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip actuation issue. It was reported that during device preparation, the gripper arms were not stable and would not hold position. The device was not used. There was no patient involvement and no reported clinically significant delay in procedure. There was no additional information provided regarding this issue.